Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient's pacemaker presented with atrial undersensing and small p waves. There was also far-r oversensing resulting in appropriate automatic mode switch (ams). Programming changes were discussed but not made as of yet. No patient symptoms reported.